Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) and is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion located in the concentric, mildly tortuous, 70% stenosed, mid left anterior descending artery. Pre-dilatation was performed prior to stenting. The 4.0 x 18 mm xience v stent was deployed at 10 atmospheres. During post-dilatation a side-edge dissection was observed for which a 4.0 x 18 mm xience v was deployed for treatment. Post-dilatation was performed. Timi iii flow was maintained and no adverse sequela were noted. The patient was doing fine. There was no reported clinically significant delay in the procedure. No additional information was provided.